Event description:
The customer reported via phone call indicating that he had high blood glucose but not hospitalized. Customer's blood glucose was 400 mg/dl. The customer was treated for high blood with insulin pump. Customer tried with injections, but not getting any results. The customer declined to troubleshoot and feels that it may be just his settings. The customer advised that he will call back if needed.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.